Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, faulty led flex, worn uso seal, worn dso seal, missing battery door, and missing battery bumpers. The event history log was unable to be reviewed due to an error code on display. Functional testing was able to duplicate the reported problem. It was determined that the pwa board was the root cause and was replaced. The optic switch, pogo pins, battery springs, ground plate, dso seal, uso seal, battery door, led flex, grey keypad overlay, keypad and 2110 rear label were also replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a system fault -41,786 0004, which occurred every few startups. There was no patient involvement, and no harm/adverse event was reported.